Manufacturer narrative:
Additional narrative: a device history review was conducted. The report states that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. The report indicates because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The cutting edges are worn. The microscopic analysis of the broken surface does not show any anomalies of materials structure. The DHR shows that the reamer head met the specifications at the time of manufacturing; the hardness was measured to be 711 hv and passed the specification requirements of 690 +/- 40 hv as per the valid drawing (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail procedure a medullary reamer head nearly broke in half. While the surgeon was reaming the canal, the reamer head broke in the canal. The surgeon retrieved the shard that broke inside the patient. The surgery was completed but there was a 10 minute delay reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient identifier: (B)(6). Patient's exact weight (B)(6). Implant and explant dates: device is an instrument and is not implanted / explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.